Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 26-mar-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving duramorph (5 mg/ml at 0.3516 mg/day) via an implantable infusion pump. The indication for use was spinal pain. It was reported that the catheter may have been resting on the patient's sciatic nerve causing her discomfort so a revision was performed to move the catheter. The caller stated that they revised the spinal segment of the catheter. The new catheter length (63.4 - 20 = 43.4 + 31.4 = 74.8 + 27.9 = 102.7 cm) and volume (31.4 x .0022 = .069 ml) were reported. No further